Event description:
Rollator wheel fell off causing user to fall hard on his face breaking glasses. Glasses were shattered causing cuts and bruises around eyes and nose. User also hit leg during the fall which developed swelling and a large bruise. User transported to emergency room by ambulance.